Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 5 weeks after the dental implant was placed in site ada #10 of the patient's mouth non-osseointegration was observed. At the time of the event pain, mobility and bleeding was present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 5 weeks after the dental implant was placed in site ada #10 of the patient's mouth non-osseointegration was observed. At the time of the event pain, mobility and bleeding was present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.